Manufacturer narrative:
Concomitant medical devices: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) via a company representative reported that patient had no symptom relief during normal use of the device. The issue was not resolved at the time of the report and the hcp had no further information. It was unknown if diagnostics or troubleshooting was performed regarding this event and the device was planned and scheduled to be explanted on (B)(6) 2015. The status of the patient at the time of report was "alive- no injury" and the indication for use was for gastric stimulation. No outcome regarding the device explant was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Event description:
Additional information received from the hcp reported troubleshooting attempts included interrogating the device and adjusting settings. Lack of effect had not resolved. The patient was referred to bariatric surgery; the device was not explanted.